Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 80 bd vacutainer lithium heparinn 75 usp units blood collection tubes had the label lift off and contained foreign matter. The following information was provided by the initial reporter: "black colour stain and label open".

Event description:
It was reported that 80 bd vacutainer® lithium heparinn (B)(4) usp units blood collection tubes had the label lift off and contained foreign matter. The following information was provided by the initial reporter: "black colour stain and label open."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 17 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter/label lift with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift through a corrective and preventive action (CAPA) 1064141. H3 other text : see h.10.